Event description:
It was reported following the procedure on (B)(6) 2023 for a lead revision, patient experienced swelling and heating at the ipg site which caused patient pain. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted.

Manufacturer narrative:
Section b3: attempts were made to obtained patient's weight but was not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.